Manufacturer narrative:
It was reported to abbott, a patient was experiencing severe pain at the ipg site. The patient had the device turned off while deciding whether to undergo a pocket revision surgery or getting it explanted. The patient opted to have the device explanted. The ipg and two leads were explanted without complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Patient was involved in an abbott clinical study and not all of the patient information was made available for reporting.

Event description:
It was reported that the patient was experiencing pain at the site of the ipg. Surgical intervention was undertaken on (B)(6) 2022 wherein the patient's scs system was explanted.